Event description:
Complaint reported by attorney. Pt had t-sling with centrasorb implanted on (B)(6) 2009 as pt was experiencing chronic pelvic pain, stress urinary incontinence and dyspareunia. On (B)(6) 2009, scar tissue was excised and vaginal mucosa reapproximated due to tot sling placed earlier. Found to have separation of mucosa and overgrowth around mesh. A small piece of mesh was trimmed. On (B)(6) 2009, pt had scar tissue excised and tot sling replaced. No info regarding the product actually implanted was identified in medical records we received. Pre-operative notes mention that a boston scientific transobturator sling or another product will be used. On (B)(6) 2010, pt had scar tissue excised and reapproximation of vaginal mucosa. A small band of mesh was trimmed. On (B)(6) 2011, extruding mesh was excised in addition to scar tissue. Plaintiff claims that she has suffered tremendously after being implanted with mesh that include: pelvic and vaginal area pain, vaginal and urinary infections, excruciating pain during intercourse, sexual partner also experiencing pain during intercourse, still experiencing urinary incontinence, retention, and leakage and has suffered psychologically and emotionally.